Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Buried bumper is a known complication of a peg- j tube placement. H6 code of e2402 was chosen to capture the event of buried bumper syndrome. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in romania underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, the patient presented to the hospital complaining of diffuse abdominal pain and noticed inflammation around the stoma area. He was admitted to the gastroenterology department. Following investigations, the medical team established the diagnosis of buried bumper, which was identified as the main cause of the abdominal pain. The physician decided to remove the stoma. The patient was in the recovery process and was following the prescribed treatment, monitored by medical staff. At the present moment, the psp care coach does not have any other medical information."